Event description:
Manufacturer's rep reported that at refill, the hcp injected 15cc of dilaudid into the pump and then realized that not all of the drug went into the pump. Hcp withdrew 6cc of dilaudid from the pump and 9cc from the pump pocket. Hcp injected 6cc of dilaudid back into the pump. The pt was monitored for 24 hours in the intensive care unit. Pt's oxygen saturation was noted to be 81%. The pt was discharged the next day. The hcp stated the pt was doing well and there were no further problems.